Event description:
This lead was implanted on (B)(6) 2009 and remains implanted up to this date. An adverse event form created on (B)(6) 2009 states that high lead impedance was noted. The physician was dr. (B)(6) at (B)(6) cardiology associates in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).